Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered an incorrect blood glucose value into the pump right before requesting a bolus. An accurate amount of insulin was delivered. There was no reported impact to customer's blood glucose level.